Manufacturer narrative:
(B)(4). Batch # m9201u. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. No firing issues were noted upon evaluation. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, first three clips worked fine. Next firing was without clip. Subsequent firings were malformed or not coming out. One clip was partially formed in spite of full ¿plastic to plastic¿ firing sequence. Case completed with another device of the same product code. There were no patient consequences reported.